Event description:
During priming of the circuit, air leakage was noticed from the pressure isolator on the plegia line. It was replaced with another pressure isolator and the case was completed using the existing circuit. The customer believes the leak is occurring where the tubing meets the pressure isolator. This issue was discovered during priming prior to being used on a pt. Related MFR report#s: 2248146-2014-00213, 2248146-2014-00223, 2248146-2014-00229, and 2248146-2014-00232.

Manufacturer narrative:
The components were not returned for evaluation, however they were made available for inspection at the facility. Under water leak tests were performed on the component's and no leaks were detected. To determine what caused a false leak to be detected, the manometers used by the facility on these lines were tested. The manometer used on the line in which the reported malfunction occurred, was found to have a leak. The customer replaced the leaking manometer and has had no further issues with these components. (B)(4).